Manufacturer narrative:
The c311 system serial number was (B)(6). Qc was within the assigned ranges on the day of the event. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with gluc hk gen.3 (gluc3) assay on a cobas 4000 c311 stand alone system. Initial result: 98.3 mg/dl. The customer questioned the initial result as it did not match the patient's history. No questionable result was reported outside the laboratory and the sample was repeated. Repeat result: 200.3 mg/dl. The repeat result was deemed to be correct.

Manufacturer narrative:
A general reagent and instrument issue can be excluded since the calibration and the qc were within acceptable ranges. The investigation did not identify a product problem. The cause of the event could not be determined as no additional data was provided.